Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a minor scratch on the lcd lens missing. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the downstream occlusion (dso) sensor was defective and was the cause of the reported issue. Service will replace the dso sensor to correct the reported issue and perform full preventive maintenance and all functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump presented with a "cassette not attached properly" alarm. There was no patient present at the time of the event. There were no reported adverse events.